Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the electric potential could not be seen in the atrial lead. The physician suspected a lead defect as electric potential could not be seen in multiple positions. Pacing was lost while attempting to find a suitable site. The atrial implantation was aborted as the bleeding from the insertion site of the lead did not subside after one hour of trying to find a suitable position in the atrium. No patient consequences were reported.